Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiogenic shock could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related MFR reference 2030404-2014-00071, 3008452825-2014-00023, 2030404-2014-00073. During a supraventricular tachycardia study and ablation procedure, a pericardial effusion occurred. A viewflex xtra ice catheter was placed in the right atrium for imaging purpose and in inquiry quadripolar ep catheter was placed in the coronary sinus. Transseptal puncture was performed with a dilator only and safire blu duo ablation catheter was then advanced through an agilis nxt introducer into the left atrium. Ablation was performed with the safire blu duo ablation catheter in the left atrium, the posterior septal region in the right atrium, and the proximal portion of the coronary sinus. The patient became hypotensive and a pericardial effusion was visualized via the viewflex ice catheter. A pericardiocentesis was performed, which stabilized the patient. The procedure was then successfully completed and the patient remained stable throughout. There were no performance issues with any sjm device.